Manufacturer narrative:
Patient¿s weight is unknown. Date of event: date of postoperative screw breakage is unknown. This report is for two (2) unknown distal interlocking screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implanted date: implanted in (B)(6) 2017; exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 due to nonunion and two broken distal interlocking screws (04.005.5xx). One tfna nail (11mm diameter), helical blade, two distal interlocking screws, and three 1.7mm cables were originally implanted in (B)(6) 2017 for a subtrochanteric fracture. The hardware was removed and replaced with a blade plate and 4.5mm cortex screws. The surgery was completed without incident. There was no surgical delay and the patient was stable after the surgery. This report is for two (2) unknown distal interlocking screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unk - nails: tfna (part # unknown, lot # unknown, qty # 1), unk - cable/wire: trauma (part # unknown, lot # unknown, qty # 3), unk - nail head elements: helical blade (part # unknown, lot # unknown, qty # 1).